Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Visual inspection of the returned unused product was conducted. A review of complaint history, the device history record, drawings, quality control data and specifications has been performed. Five devices were returned for investigation. A visual examination noted a clear substance inside and outside the transfer catheter. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8263185. Fourier transform infrared spectroscopy (ftir) analysis has found the substance to likely be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this event. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Visual inspection of the returned unused product was conducted. A review of complaint history, the device history record, drawings, quality control data and specifications has been performed. Five devices were returned for investigation. A visual examination noted a clear substance inside and outside the transfer catheter. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8263185. Fourier transform infrared spectroscopy (ftir) analysis has found the substance to likely be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this event. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an oily substance like matter was found inside the inner catheter of the guardia¿ access embryo transfer catheter prior to use. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.